Event description:
The patient experienced a loss of therapeutic effect on (B) (6) 2010. She set up an appointment with her physician to check the ins. If the ins did not work for more than three days the patient started to wobble when walking. The ins was replaced. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).